Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4, tethered leaflets, and a rotated heart. It was noted that imaging was difficult. One clip was successfully implanted. To further reduce tr, an additional xtw clip (40312r1037) was inserted and advanced into the right ventricle (rv). However, while in the rv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. It was observed that one of the grippers no longer functioned as intended. Therefore, the clip was removed and replaced. An xtw (40312r1029) was deployed. To further reduce tr, an additional xtw clip (40207r2057) was inserted. However, during positioning, it came into contact with the second implanted clip and caused the second clip to detach from the lateral leaflet and remain attached to the septal leaflet (single leaflet device attachment/slda). The clip was then deployed. Tr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4, tethered leaflets, and a rotated heart. It was noted that imaging was difficult. One clip was successfully implanted. To further reduce tr, an additional xtw clip (40312r1037) was inserted and advanced into the right ventricle (rv). However, while in the rv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. It was observed that one of the grippers no longer functioned as intended. Therefore, the clip was removed and replaced. An xtw (40312r1029) was deployed. To further reduce tr, an additional xtw clip (40207r2057) was inserted. However, during positioning, it came into contact with the second implanted clip and caused the second clip to detach from the lateral leaflet and remain attached to the septal leaflet (single leaflet device attachment/slda). The clip was then deployed. Tr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficult or delayed positioning with leaflet grasping appears to be related to a combination of patient conditions and procedural conditions. The reported device damaged by another device (caused damage to another clip) appears to be related a procedural conditions. The reported poor image resolution appears to be related to patient anatomy. The reported patient effect of tricuspid valve insufficiency/ regurgitation (tr), as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. Unchanged tr appears to be related to the reported slda of the second clip. Serious injury/ illness/ impairment was results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.